Event description:
The haptic of the lens was found damaged during insertion into the patient's eye using the delivery device. The incision was enlarged to remove and replace the lens. A stitch was required to close the incision site.

Manufacturer narrative:
See MDR 1920664-2007-00453 for delivery device used with this lens.